Event description:
This lv lead was an attempted implant on (B)(6) 2012. The lead pulled back out of the target branch due to patient anatomy. The threshold was adequate in the original placement but was too short to be advanced further. The thresholds were 5v @ 1 ms. The procedure took place at the hospital (B)(6) with dr. (B)(6) in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).